Manufacturer narrative:
The area service manager also questioned a staff member at this site about this alleged incident and was told they could not discuss it with him either. At this time, siemens was not notified directly from the facility to inspect this unit. Update: 12/12/2008: attempted to obtain info one last time concerning this alleged event. Service engineer stated, hospital was not forthcoming with any info. According to the local service engineer, the transverse locks on the table were replaced and the table perform as specified. Event occurred at the hospital.

Event description:
A siemens service engineer overheard a conversation between two staff members at this facility concerning a potential event where a pt allegedly fell from the table of a siemens product. When the svc engineer asked for add'l info concerning this event, the staff member told him that he was not at liberty to discuss it with him. The date of event is unk at this time.